Manufacturer narrative:
Based on the claim against the product noting the medium-large clip applier instrument had an inadequate clipping application, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci the medium-large clip applier instrument to perform failure analysis. The medium-large clip applier instrument was analyzed and failed the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain clip through engagement but could not apply the clip as commanded. Additional observation related to customer reported complaint was that the instrument was found to have multiple input disks broken. Input disk # 6 was found broken into pieces inside of the housing. Hairline cracks were found on grip input shaft #7. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument had an inadequate clipping application. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was verified that the instrument was last used during a cholecystectomy procedure was performed on (B)(6) 2023 on system (B)(6). The instrument was inspected prior to used and nothing was found out of the ordinary. The incident occurred while the surgeon attempted to clamp on a vessel or tissue bundle. A backup peel packed instrument was used to resolve the issue. The instrument was shipped out with an RMA label. There are no photos and/or videos of this event available for isi review.